Manufacturer narrative:
The bench technician found the display broke. The display needs replacement. Upon conclusion of the evaluation, it was determined that the front case requires replacement. It was replaced. The device passed testing and was put back into service.

Event description:
It was reported to philips that the display is broken. There was no patient involvement.